Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h10, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "endoscope black screen and communication error e216" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: waterfall streaks appear in the image. Based on the results of the investigation, the most probable cause of the customer allegation was not detected and investigation finding is cause traced to component failure of universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject rigid video scope device had a 216 alarm and an endoscope black screen. There was no reported harm or injury.